Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they don't know the cause of the issues, but changing the settings resolved the issue. The patient indicated that the issue was resolved. They mentioned that they turn the device off at night because they can feel it buzzing when laying down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the reason for the call was the patient needed to get in contact with a manufacturer representative (rep) for regular reprogramming because patient was not getting desired therapeutic relief from ins since sometime this year, 2021. The patient mentioned the ins electrocutes them if they lean on the ins and patient mentioned they had the intensity set very low. The patient mentioned they had regular reprogramming performed in the past and used to get "fabulous" coverage with the ins. The patient mentioned they had moved to a different state and had carried a lot of items in the move; patient may have altered back in move. The patient also mentioned they are sure their back had changed since the patient was last reprogrammed. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they have "a lot of metal in their body" and had some epidural injections for the pain; epidural injections worked "a bit ," but patient wanted reprogramming to effectively cover pain.